Event description:
Penumbra 6f select catheter 105/125 cm, were found discrepancy of catheter diameter between packaging instructions (6 fr.) And actual outer diameter (6.5fr.) In clinical practice, causing sticking with sheath, and temporally arterial injury and spasm.